Event description:
The facility reported a pump with an air sensor malfunction. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump with an air sensor malfunction was confirmed during product evaluation. This event was due to a faulty pump head mechanism. The pump head mechanism was therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.